Event description:
It was reported that continuous glucose monitor displayed error message 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, did not experience further error after reset, and successfully started new sensor session, with no additional follow-up reported.